Event description:
Revision surgery - due to the patient experiencing shoulder pain.

Manufacturer narrative:
The reason for this revision surgery was to alleviate patient joint pain after 3.4 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against lot number 855c1295. A total of (B)(4) complaints have been submitted against this part number of which six are attributed to be caused by pain. The largest contributor of complaints is for dislocations and the remaining complaints have resulted from other issues such as infections, instability and disassociations. The patient is reported to have suffered joint pain but no definitive information was supplied as to the root cause or source of the pain. Other factors un-related to the implants that may contribute to patient joint pain are: degenerative bone or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.